Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at the site with two infusion sets after being in used for one day. There was no stress or pull reported on the infusion set tubing. No further information available.

Manufacturer narrative:
Initial and final MDR 1894879 - device 1 of 2. Patient city: (B)(6). Patient country: united states.